Event description:
On 10/2001, the user facility's material's manager informed the manufacturer's representative of the following: device would not flush. Device explanted and replaced with another device patient discharged to home as okay.